Event description:
On (B)(6) 2018 a patient received a solo smart size 27 aortic heart valve implant. The manufacturer was notified via the patient tracking system that the device was explanted on (B)(6) 2020 and replaced with a perceval pvs23 sutureless aortic heart valve. Additional information received identifying the following. The procedure in 2018 was performed without issue. The patient required the re-do procedure in 2020 due to severe as.

Manufacturer narrative:
The manufacturing and material records for the solo smart heart valve, model #icv1265, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1265) solo smart heart valve at the time of manufacture and release. Since the device was not returned for analysis, no further investigation is possible at this time. Based on the available information, it is not possible to draw a definitive conclusion on the reported event. However, from the document review performed, no manufacturing deficits were identified. The root cause of the reported event cannot be established at this time. * updated b4, f6, f7, f10.

Event description:
On (B)(6) 2018 a patient received a solo smart size 27 aortic heart valve implant. The manufacturer was notified via the patient tracking system that the device was explanted on (B)(6) 2020 and replaced with a perceval pvs23 sutureless aortic heart valve. Additional information received identifying the following. The procedure in 2018 was performed without issue. The patient required the re-do procedure in 2020 due to severe as. Regarding the sizes of the two valves, it was reported that it is typical to use a 23mm perceval valve in a previous 27mm solo valve. No further information was provided.